Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer¿s blood glucose level. The device is set to be returned for evaluation, with a replacement pump already provided to the customer.